Event description:
It was reported that a surgeon was planning a prophylactic generator replacement and suspected something was wrong. He indicated that he did not believe the lead was broken, but there may have been excessive fibrosis. X-ray images were provided, however based on the images the cause of the high impedance could not be determined. Surgery to replace the generator and revise the lead was scheduled. On the day of surgery, normal mode diagnostics were performed and showed high impedance. The physician then replaced the lead and the generator. The generator was disposed of by the hospital. Follow-up with the local distributer revealed from the family and physician that the patient had not manipulated the device. The explanted lead has not been received to-date. No additional relevant information has been received to-date.

Event description:
Additional follow-up received indicated that the generator was in fact not discarded but was available for return and the lead had been discarded at surgery.none of the explanted devices have been received by the manufacturer to-date.

Event description:
The generator was received for analysis 03/18/2016. Analysis was completed 03/23/2016. The generator performed according to functional specifications and there were no anomalies found during analysis.